Event description:
It was reported by customer that unknown model power chair stopped moving suddenly and he is stuck in middle of store. Customer states, the error codes are two solid bars on left and three flashing lights. Arrow torque 3 is all customer knows of the model of chair. Chair is from 2001.